Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reported complained of a display issue with coaguchek xs meter serial number (B)(4). The reporter stated that she sees quotation marks and the meter beeps, but is unable to test. A display check was performed and three numbers ones instead of three eights were seen. The reporter stated she didn't misinterpret any results because it was working fine last week and hasn't been able to test this week. The display issue complained about could cause results to be misinterpreted.